Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 574 mg/dl and the cause was not known. A bolus was delivered to address bg. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with insulin injections/fluids. The customer was discharged on (B)(6) 2018. Elevated bg/dka were resolved. The customer declined tandem technical support's offer to troubleshoot and did not believe anything was wrong with the pump.